Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the ipg pocket site. It was noted that the surgical site was draining and the patient was treated with IV antibiotics. Follow up indicated that the patient has fully recovered and is receiving effective pain relief.